Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI#: no UDI number.

Event description:
It was reported the device low water alarm is not working. No patient injury was reported.

Manufacturer narrative:
One warmer device was received for investigation. During visual inspection the device was observed to have a broken pole clamp, cracked tank cover, and bent micro switch. The reported issue was confirmed during functional testing when the float switch would not trigger an alarm. The issue was traced to the warmer printed circuit board, which was determined to be faulty. The warmer circuit board was replaced, but no root cause could be attributed for its condition. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device was serviced in the previous year, but there was no indication or evidence in the service history to indicate that the complaint is related to the previous service event.

Manufacturer narrative:
Other, other text: b5: additional information. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email on 4-jan-2023: this issue was discovered during testing on (B)(6) 2022. There was no patient involvement.